Event description:
Alleged the nurse call function on the bed does not work. Pursuant to our response to warning letter 2008, hill-rom is continuing its retrospective review for reportability. This effort will continue until we are current.